Event description:
This complaint is from a literature source. The following literature cite has been reviewed: matsushita y, otani t, hayama t, fujii h, kawaguchi y, saito m. A modified modular stem in primary total hip arthroplasty for developmental dysplasia of the hip: average 11-year follow-up in cases with previously reported 3-year clinical results. J arthroplasty. 2022 apr 22:s0883-5403(22)00471-5. Doi: 10.1016/j.arth.2022.04.022. Epub ahead of print. Pmid: 35469988. Objective and methods: this study investigated the mid- to long-term outcomes of total hip arthroplasty in patients with developmental dysplasia of the hip using the s-rom-a stem, a modified s-rom stem for asians. The authors previously reported the short-term outcomes of the stems implanted between may 2006 and april 2009. This complaint will capture the additional long-term outcomes of 201 hips. The manufacturer of the cups and liners is unknown. The manufacturer of the depuy femoral head is unknown but assumed to be a depuy product. The previously reported events will be excluded from this complaint. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: s-rom a stem and sleeve, unknown depuy femoral head. Adverse event(s) and provided interventions associated with depuy devices: 1 chronic infection treated conservatively. 1 dislocation treated conservatively. 1 revision to treat pain and osteolysis secondary to armd caused by mom articulation and corrosion of the stem taper. Intraoperative confirmation of metal debris and corrosion of the stem trunnion. Manufacturer of metal liner is unknown. 1 revision of cup and liner to treat liner disassociation. The manufacturer of the cup and liner is unknown. 1 instance of stem migration identified radiographically- no treatment provided. 40 cases of radiographically identified osteolysis ¿ no treatment provided. Unknown number of radiographically identified stem malposition into anteversion.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.